Event description:
N/a

Manufacturer narrative:
Despite good faith efforts no new information was received. This complaint will be moved to the investigation stage and if additional information becomes available it will processed accordingly. Biomed performed the repair and getinge was not contacted for service.

Event description:
The doctor was notified by the bedside nurse that the patient's intra-aortic balloon pump (iabp) console was alarming "gas gain". The doctor immediately went to bedside. They notified the cardiac ICU (cicu) fellow who also came to bedside. The cicu attending and cath lab fellow were also notified and arrived shortly thereafter. Upon their arrival, nursing staff had exchanged the pump console for another on 10 ICU, and this time the alarm was different and related to a helium/gas leak. There was no blood in the tubing or obvious signs of rupture. The patient was already on a continuous heparin drip and the staff placed the iabp on standby in case of leak. Shortly thereafter, we could not even trial restarting it as the iabp would no longer inflate. The 10 ICU charge nurse asked the or to bring up a 3rd iabp console, and when we attempted to use this console it gave yet another alarm now related to "autofill" issues and still would not inflate. The decision was made to pause the heparin drip and remove the axillary iabp. Upon removal there were still no signs of rupture and the iabp appeared to be fully intact. There were no complications upon removal. The patient required iabp replacement the next day. This report is for the third iabp with the autofill failure. The other 2 iabps are being reported separately. Reference: importer report #(B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11.

Event description:
N/a.